Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a cassette not attached (nda) properly alarm. A functional test was performed and the reported issue was not duplicated, however a nda was confirmed in the history log. The cause of the reported issue was due to the downstream sensor. As a result, the downstream sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited a cassette sensor error. There was no patient involvement, no patient injury was reported.